Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007 the patient underwent anterior cervical discectomy, c5-c6. Anterior cervical partial corpectomy, c6 and c7 including discectomy. Anterior cervical interbody arthrodesis c5-c6 and c6-c7 with vertebral body replacement prosthesis application and plate instrumentation, c5-c6 and c6-c7 with local autogenous bone graft harvest coupled with dbm for fusion purposes with magnification and illumination enhancement utilizing loupes and high-power headliqht. Secondly, anterior lumbar retroperitoneal minilaparotomy surgical approach with anterior lumbar l5-s1 partial corpectomy 15 and partial corpectomy s1 with foraminotoroy with anterior interbody arthrodesis l5-s1, anterior lumbar plate instrumentation using macro pore plate graft containment device coupled with anterior lumbar cage instrumentation; vbr vertebral body replacement prosthesis, right l5-s1 and left l5-s1 using lt-cage peak, local bone, autogenous for fusion purposes. Preoperative diagnosis: cervical disc protrusions with radiculopathy and discogenic pain. Lumbar spondylolisthesis with discogenic pain. Per-op notes: "all the bone removed with a combination of osteotomes, drills, and rongeurs, was morcellized fro fusion purposes. Next, the foraminotomies accomplished. Next anterior interbody fusion at l5-s1 accomplished. With the composite autograft and locally harvested bone graft coupled with rhbmp-2 bone morphogenic protein. The lt cage system was utilized. The included a right lumbar interspace prosthesis cage, vertebral bony replacement filled with the volume of rhbmp-2 bone morphogenic protein. Excellent compressive load was applied to the right vbr. Next, a left lumbar lt cage l5-s1 was placed in a sequential fashion filled with rhbmp-2 bone morphogenic protein and additional excellent structural support in a compressive mode was achieved. An anterior lumbar plate for graft containment was placed using the macropore anterior graft containment. This instrumentation system which was secured at the cephalad and caudad vertebral edges with 3-0 silk suture, transosseous, transligamentous. This secured the underlying rhbmp-2 bone morphogenic protein as a biological barrier to minimize heterotrophic ossification at the iliac bifurcation." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.